Manufacturer narrative:
Please note the corrections regarding h6 (results & conclusion codes): the reported event was confirmed from the available information. A review of the pre-op x-rays by the medical expert stated; ¿the ascend humeral stem is well-fixed and the humeral head in good position in relation to the stem (no dissociation). Since no comparison x-rays are available loosening of the implants as well as assessment of other shoulder structures/characteristics (rotator cuff, capsule, joint stability etc.) Cannot be made. In general, there are multiple possible reasons for a revision which cannot all be determined from a single x-ray. Based on the information received by the sales rep there was no issue with the implants which can be confirmed from the x-ray as well.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the available x-ray and formal medical opinion the root cause can be determined to be patient related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent a total shoulder replacement surgery, which was later revised to a reverse shoulder replacement using stryker/tornier components. The original implant had been in place for 11 years and caused significant pain. The revision surgery was completed successfully.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the product was not returned.

Event description:
The patient underwent a total shoulder replacement surgery, which was later revised to a reverse shoulder replacement using stryker/tornier components. The original implant had been in place for 11 years and caused significant pain. The revision surgery was completed successfully.